Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured. Further examinations, identified the fracture at the location where the electrode would normally exit the header port; approximately. 25mm from the terminal pin. The sense a electrode, also exhibited a fracture around this same location. Additional visual findings, noted the lead was curved with an indented abrasion, at approximately 25mm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that this electrode was explanted and returned for disposal, post an associated device replacement, see report number: 2124215-2019-21409. The lead was thoroughly analyzed prior to archive. The associated device had been explanted and replaced due to inappropriate shocks, noise and oversensing and met all returned product analysis specifications. No resulting adverse patient effects were reported either prior too, nor during the replacement procedure. While no device analysis findings were identified, this electrode did exhibit evidence of a cycle fatigue fracture.